Event description:
It was reported that the patient underwent a posterior surgical procedure. A screw was found broken 6 months post-op. Three more screws were found broken 8 months post-op. A revision surgery is scheduled but has not been performed as of yet. No additional patient complications were reported.

Event description:
Patient reported that she underwent revision surgery. Patient reports lumbar inflexibility as well as post-revision leg pain. It was reported that after the revision surgery, patient could not work and needed to be looked after by family. It was reported that, "the patient now felt the lumbar inflexible. There was leg pain when the patient was walking.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.